Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a procedure in the ureter performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the body of the fiber was broken upon removal from the package. The procedure was completed with another flexiva 200 tractip laser fiber.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into three pieces. The first piece measured approximately 13.5 cm from the top of the connector to the break. The second piece measured approximately 8.0 cm from break to break. There was a kink in this piece. The third piece measured approximately 293 cm from the break which includes the entire distal tip. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacture.  The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a procedure in the ureter performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the body of the fiber was broken upon removal from the package. The procedure was completed with another flexiva 200 tractip laser fiber.